Event description:
The complaint was reported as: the customer alleges that the tube which connects to the bottle has mold. No report of a pt injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The part number 12161 is a component or the part number 403128. For that reason the 12161 assembly process and manufacturing procedure were reviewed and no findings related to the reported issue were found. A DHR (device history record) review could not be conducted since the lot number provided (l06128) does not correspond to the product reported by the customer. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. The customer complaint cannot be confirmed based only on the information provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. However the actual inventory that is in nl facility of p/n 12178-01nl (tubing supply, .245 x .063, 9.5 inl) related to this complaint notification was inspected by the defect reported on this complaint "tube has mold" and no issues were detected. If defective sample becomes available at a later date. This complaint will be re-opened.